Event description:
None of the broaches in our consignment set at medical center will engage properly with the trial socket shells. During a primary rsp procedure, the doctor made several complaints about this issue.